Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was over 400 mg/dl. Customer reported blood glucose level was 1475 mg/dl. Customer reported that the insulin pump was not working. The insulin pump had not been in use within the 48 hours of reported high blood glucose level. Call was disconnected and unable to reconnect. The insulin pump will not be returned for analysis.